Manufacturer narrative:
Method: x-ray. Device evaluation summary: as received, heavy calcification was observed in the cusp area of leaflets 1, 2 and 3. The free margins of leaflets 2 and 3 exhibited moderate to heavy calcification, minimal calcification on free margin of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal to moderate at both the stent outflow and inflow. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.

Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 11 years due to severe aortic stenosis and calcification. The subject valve was replaced with another edwards bioprosthetic valve. Operative report indicates , "the ascending aorta was opened exposing a heavily calcified bovine pericardial tissue valve. Its leaflets were essentially immobile. The sutures were divided and the old valve removed. Some panus material was removed from the annulus and the annulus freed from some calcification...the patient tolerated the procedure well, left the o.r. In stable condition."